Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and stated that the customer reported a gas leak in the balloon circuit. The fse could not duplicate the reported malfunction. The iabp passed all functional and safety tests per factory specifications and was returned to the customer, cleared for clinical use.

Event description:
The customer reported receiving a "gas loss in iab circuit" alarm while the intra-aortic balloon pump (iabp) was in use on a patient. The iabp was swapped out and no adverse event has been reported.